Event description:
It was reported that a high blood glucose level was displayed, but the exact value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections and planned to monitor blood glucose, having recently changed the infusion set. Technical support instructed the caller to inspect the site and check supplies, though no issues were observed with the insertion site or infusion set at that time. Customer was going to monitor their bg levels.